Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy one ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition with a scratched screen. Functional testing involved starting the device in application and the reported issue was not able to be duplicated. The problem source could not be identified. Based on the investigation, the complaint allegation was not confirmed.

Event description:
Information was received indicating that during use, a smiths medical cadd legacy pump exhibited a "no disposable, pump won't run" message. The reporter indicated that the patient was informed that the pump thinks there is no cassette attached. No patient consequences were reported. No adverse effects were reported.